Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 39-year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as polycystic ovary, pelvic pain, perineal pain, premenstrual dysphoric disorder and irregular menstruation. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, uterosacral colpopexy and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Procedure in details: the essure coils were palpated in the expected locations. Procedure performed: total laparoscopic hysterectomy with bilateral salpingectomy, less than 250g. Laparoscopic uterosacral colpopexy. Cystoscopy. Intraoperative findings: enlarged uterus, normal shape. Essure coils in expected cornual area of uterus bilaterally. Normal appearing fallopian tubes and ovaries. Complications: none. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: surgical pathology report: final diagnosis uterus with attached cervix and bilateral fallopian tubes, excision - cervix: mild chronic cervicitis with squamous metaplasia. - endometrium: weakly proliferative endometrium. - myometrium: no significant pathologic changes. - uterine serosa: no significant pathologic changes. - fallopian tubes bilateral: no significant pathologic changes. Clinical information: pain due to genitourinary prosthetic devices, implants and grafts, subsequent encounter. Irregular menstruation, unspecified. Premenstrual dysphoric disorder. Polycystic ovary syndrome. Foreign body in other parts of genitourinary tract, subsequent encounter essure. Gross description: both fallopian tubes contain a silver metallic like coiled object that is consistent of an essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.